Manufacturer narrative:
The reported event of a set screw issue was confirmed. The set screw of the right ventricular chamber was found to be dislodged with procedure related damage. The cause of the reported event was found to be procedure related.

Event description:
During an implant procedure, the hex wrench was unable to fit into the set screw of the device. Different torque drivers were attempted, but the set screw was unable to be tightened. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.